Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed; however, the exact cause is unknown. Three photographs of a groshong catheter were returned for evaluation. An initial visual observation of the photographs showed the catheter tubing in segments outside of the patient. A complete circumferential break was seen between the 43cm and 44cm depth markings. The fracture surface appeared slightly angular and flat. No other details of the damage could be discerned from the returned photographs. No additional damage was observed on the device. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter was confirmed and determined to be use related. The product returned for evaluation was one 4fr sl groshong nxt catheter. Additionally, three photographs were also submitted by the complainant for review. No additional information was observed in the photographs which changed the conclusion of the investigation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed in the catheter tubing between the 43 cm and 44 cm depth markers. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned, fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed fracture; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient had a catheter placed on (B)(6) 2025. During this period, catheter maintenance was performed. On august 19th, the patient returned for the fifth cycle of chemotherapy. Blood return was normal during pre-treatment phlebotomy on both the 19th and 20th.the first chemotherapy infusion began at 10:00 am on the 20th. Around 1:00 pm, the patient reported swelling and pain in the infusion limb. After stopping the infusion, no return blood could be drawn. Upon withdrawing 13 cm of the catheter, it was found to be fractured. Subsequently, a 40-centimeter segment of the catheter was surgically retrieved. The surgical procedure cause physical strain on the patient. No further information is provided.